Event description:
It was reported to nuvectra that during the removal of the trial lead, the lead fractured and a portion of the lead remained in the patient. The remaining portion of the lead was later removed and the patient is doing well.